Manufacturer narrative:
A steris service technician arrived on site following the reported event to inspect the light handle cover and harmonyair m5 surgical light and found the unit to be operating properly; no repairs were required. The reported event is attributed to user error as the light handle cover was not properly attached to the surgical light. The harmonyair surgical lighting system m series operator manual states (1-2), "warning - possible patient injury hazard: failure to engage the light handle cover completely may result in cover falling from lighthead during the procedure." The technician counseled the user facility on the proper use and operation of the harmonyair m5 surgical light, specifically properly attaching the light handle cover. No additional issues have been reported.

Event description:
The user facility reported that the light handle cover detached from their harmonyair m5 surgical light during a patient procedure and fell into the sterile field. The sterile field was re-established and the patient procedure was completed successfully. No report of injury.